Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #3006705815-2016-00603. Note: it is unknown which lead had the issue;therefore both leads are being reported. The patient experienced incisional pain at one of the lead implant sites. The patient underwent surgery were the lead was buried deeper which resolved the issue.